Manufacturer narrative:
The formed needle was inspected, and it was found to have a damaged needle tip. Although a damaged needle tip was observed, it cannot be confirmed as the cause of the reported hcp diagnosed infection. Inspection of the download data from the returned device confirmed that the pod generated an 0xca hazard alarm during operation, indicating the algorithm ran too late. No issues were found with the pod that would result in the pod generating a hazard alarm. The exact cause of the 0xca alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod insertion site on the abdomen while wearing the device for approximately 5 to 24 hours. During this time, the patient¿s blood glucose levels increased to 18 mmol/l (324 mg/dl). The patient described the infusion site as red, warm, painful, and inflamed. The patient sought medical attention on (B)(6) 2026 at gp khachadurian / gp practice julianalaan. The physician diagnosed an infection and prescribed antibiotic treatment. The patient was instructed to apply visudyne cream twice daily. Additionally, the patient was advised to apply fucidine antibiotic ointment three times per day without covering the area. A new pod was subsequently placed.